Event description:
Employee in interventional radiology went to clean a patient's groin with peroxide. While doing so, the employee felt itching and burning. The employee went to employee heatlh and was seen by a pa who stated that the employee had a very superficial white area on right index finger that looked like a chemical burn. The employee was treated with otc hydrocortisone cream. Later that day, the pa saw the employee in passing, and the burn area was gone. It is their belief that the glove allowed the peroxide to seep in, touch their skin, and cause the burn.